Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On(B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ volista access 400/400. As it was stated, oxidation in components and evidence of liquid ingress were found on power supply. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of liquid with live parts may cause electric shock.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista access 400/400. As it was stated, oxidation in components and evidence of liquid ingress were found in the power supply. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of liquid with live parts may cause electric shock. Based on information gathered during the investigation, an exchange of equipment power supply was performed by getinge technician, and the equipment was subsequently released for use. It was established that when the event occurred, the surgical light did not meet their specifications since presence of water affects surgical light¿s functionality and safeness, and in this way, device contributed to event. Gathered information suggests that the device was not being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio is very low. A technical evaluation was performed by the subject matter experts at maquet sas. As they stated, according to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. Initial reporter: clinical engineering technician. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2016-12-05. Corrected h4 manufacture date: 2016-12-06.

Event description:
Manufacturer's reference number: (B)(4).